Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a therapy switch error during a daily check. There was no report of patient involvement.

Manufacturer narrative:
.